Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "erythema, capsular contracture, baker grade unknown, a lot of fluid around implant, and swollen."

Event description:
Healthcare provider reported right side "erythema, capsular contracture, baker grade unknown, a lot of fluid around implant, and swollen." Device has been explanted.